Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 29 may 2019: ¿effect of pamidronate on bone turnover and implant migration after total hip arthroplasty: a randomized trial¿ was reviewed for MDR reportability. The study enrolled fifty patients with forty-four patients completing the 2-year study. Twenty-two patients received 90 mg of pamidronate and 22 received placebo at randomization 5 days post-primary. All patients received a depuy ultima tps cemented, collarless, double-tapered, polished, cobalt-chrome femoral component. In all but two patients the cup inserted was a competitor¿s uncemented, press-fit, titanium shell with a polyethylene liner. Two patients received a cemented depuy charnley cup as press-fit stability could not be achieved. The following adverse events were noted: acetabular bone loss, migration, and malpositioning. Femoral head and acetabular liner dislocation. Stem migration, loosening at the cement to implant interface, and femur bone fracture. It is noted 2 patients died from unrelated disease. Therefore, the deaths will not be captured at this time. Cement manufacturer was not identified within the article.